Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gel airbubbles was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® cpt¿ nc ficoll¿ had gel globules in it during use after centrifugation. The gel globules were reportedly "quite big" and materialized while isolating pbmcs "in the pellet" and were "between the isolated cells". The tubes were centrifuged within 2 hours of the collection at "1800g for 30 minutes at 18 degrees celsius", and kept at room temperature afterward. Lot# 9024515 was reported to have 100 occurrences of this event, while lot# 9058507 had an unspecified number of occurrences. The following information was provided by the initial reporter: lab is using cpt tubes for pbmc isolation. After centrifuging customer sees gel globules at the side of the tube. Gel globules are quite big and come allong when isolating pbmcs in the pellet and hence are between the isolated cells. It is only happening with the 4ml tube. They also use the 8ml tube, but here they don't see these globules. Centrifuge settings: centrifuge within 2 hours at 1800g for 30 minutes at 18 degrees celsius tubes are kept at room temperature not in direct sunlight.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9024515. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-01-24. Medical device lot #: 9058507. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-02-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cpt¿ nc ficoll¿ had gel globules in it during use after centrifugation. The gel globules were reportedly "quite big" and materialized while isolating pbmcs "in the pellet" and were "between the isolated cells". The tubes were centrifuged within 2 hours of the collection at "1800g for 30 minutes at 18 degrees celsius", and kept at room temperature afterward. Lot# 9024515 was reported to have 100 occurrences of this event, while lot# 9058507 had an unspecified number of occurrences. The following information was provided by the initial reporter: lab is using cpt tubes for pbmc isolation. After centrifuging customer sees gel globules at the side of the tube. Gel globules are quite big and come along when isolating pbmcs in the pellet and hence are between the isolated cells. It is only happening with the 4ml tube. They also use the 8ml tube, but here they don't see these globules. Centrifuge settings: centrifuge within 2 hours at 1800g for 30 minutes at 18 degrees celsius. Tubes are kept at room temperature not in direct sunlight.